Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure stent damage occurred. Vascular access was obtained via the femoral artery. The lesion being treated was in the patient's tibia. The lesion was wired with an unknown guide wire. A 2.5x38mm ion stent was selected and advanced to treat the target lesion. When attempting to implant the stent, the stent 'crumbled into a ball'. The procedure was aborted. The patient returned with an occlusion in the stent which appeared as thrombosis. The patient was sent to surgery where the leg was amputated. The procedure was considered 'a last ditch effort as the patient's leg was black and would have probably required amputation anyway'. No further patient complications were reported and the patient's status is ok.